Event description:
Procedure: nephrectomy. According to the reporter: the return knob was retracted, but jaws did not open after firing. The case was converted to open surgery. Oozing bleeding was reported as under 200cc. Surgery time was extended by more than 30 minutes. No patient information was available.